Event description:
It was reported that the patient experienced recurrent post-meal hypoglycemia while using the ilet and performed a factory reset to change body weight settings after perceiving excessive insulin delivery; the patient used ¿less than¿ meal announcements without benefit, then was guided through setup, resumed insulin delivery, and was advised to use the usual meal announcement during the learning period. Symptoms included hypoglycemia with blood glucose reportedly as low as 39 mg/dl, treated with oral glucose. Outcomes included no lasting health consequences or impact. Investigation included communication with the patient and analysis of user-provided information. Investigation of this case revealed no device malfunction, a usage problem related to meal announcement and settings, and user interface involvement, consistent with an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.